Event description:
Procedure type: cholecystectomy. According to the reporter: the balloon burst in the pt abdomen; a piece of the balloon was found when the trocar was removed from the abdomen. No other info was available.

Manufacturer narrative:
Date initial report sent: 04/23/2008.